Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker previously showed three years remaining longevity. During the recent device check, the device showed three months remaining longevity. Analysis showed that the battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The expected power consumption was about 32 microwatts, however this device was consuming over 117 microwatts and the power consumption is expected to continue to increase. The malfunction appeared consistent with other devices that have had continuous average power increases due to hydrogen in the enclosed device case. As of this time, the device remains in service. No adverse patient effects reported.

Event description:
It was reported that this pacemaker previously showed three years remaining longevity. During the recent device check, the device showed three months remaining longevity. Analysis showed that the battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The expected power consumption was about 32 microwatts, however this device was consuming over 117 microwatts and the power consumption is expected to continue to increase. The malfunction appeared consistent with other devices that have had continuous average power increases due to hydrogen in the enclosed device case. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.